Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort of electrical shocks. Diagnostics indicated low impedances. Surgical intervention was undertaken wherein the right extension was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.